Event description:
It was reported that the device attempted to deliver inappropriate therapy for atrial fibrillation with rapid ventricular response. An error message appeared that there was a possible high voltage lead issue. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.